Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to the pt experiencing double vision at distance, ghost images, and blurry distance vision. The lens was exchanged for a different model iol. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other similar complaints reported in the lot number. Add'l info was requested on 1/20/2012, 1/23/2012, and 1/27/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).